Event description:
It was reported that during preparation of the 3.50 x 08 nc rx trek dilatation catheter, a little more than normal resistance was felt when removing the stylet and the balloon separated from the catheter. It is unknown if force was applied when resistance was felt. The device was not used and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. While a balloon separation was reported, the issue was determined to be related to the difficulty in removing the protective sheath. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis of the catheter shaft and an expanded related record review and investigation, a potential product issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.